Event description:
It was reported that surgery was delayed due the surgeon having trouble inserting the device. Another device was used.

Manufacturer narrative:
The affected devices were returned and evaluated. The reflection shell returned showed all dimensions to be within specification. However, a dimensional inspection was completed for the reflection liner and two of the device attributes were deformed, and could have occurred during the insertion attempts. There were no manufacturing or material deviations noted during our investigation. Safety affairs will continue to monitor complaints for trends.